Event description:
Caller reported an issue with a time discrepancy on their device, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller update the pump time and advised monitoring the situation, recommending further follow-up if the discrepancy reoccurred. The caller understood and acknowledged the advice.